Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: initially contralateral side rupture. Later, capsular contracture, baker grade unknown was reported.

Event description:
Patient reported, right side exchange with no complaint against the device. The device was explanted and replaced. Later, physician's office reported, capsular contracture, baker grade unknown. Capsulectomy was performed.